Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had under delivering. Customer had high blood glucose level of 22 mmo/l. Customer was alleging insulin pump for under delivering because insulin pump was not working. Customer was using auto mode. Customer stated that there was no air bubbles and leak. No harm requiring medical intervention was reported. Customer will discontinue use of the device.